Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (1.0 mg/ml at 0.3153 mg/day) and compounded baclofen (1,000.0 mcg/ml at 315.3 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. It was reported there was a pump motor stall. The device was interrogated on (B)(6) 2016 and it was noted that a motor stall occurred on (B)(6) 2013 at 19:22 with a motor stall recovery occurred message at 19:53. The event was related to the device/therapy and not related to the implant procedure. No actions were taken. There were no reported symptoms. (Omitted information contained in (B)(6) pump motor stall w/recovery 2014).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported no trouble-shooting, diagnostics, or interventions were performed. The cause of the motor stall was not determined. There were no symptoms associated with the stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.